Manufacturer narrative:
This is the same event as 3010536692-2015-01076.

Event description:
Allegedly, the patient was revised due to mom complications (left).

Manufacturer narrative:
(B)(4). This is the same event as 3010536692-2015-01097, -01076_01, -01098.